Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited a drop in sensing, loss of capture threshold and the patient experienced muscle twitching. Microdislodgement was suspected. The lead was repositioned.